Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge. Complainant did not indicate there was any adverse effect to the pt due to the reported malfunction.